Event description:
It was reported that during the implant procedure, the is-1 right ventricular port set screw needed to be unscrewed in order to advance the pin to the end of the port. After advancing the pin, the physician was not able to tighten the set screw down to secure the pin in the port. A different device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a missing grommet and a missing set screw. Products: 0185 competitor implantable tachy lead 2006 (B)(6). (B)(4).